Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be sensor faulty/ machine failure (example: over gauging/control panel problem/stiffness). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had received biocath catheters which were much stiffer than usual and the color of the catheter was also different (more beige) since packaging had changed. The customer also reported that patient got a urinary tract infection (uti) and was sent to hospital. The urologist in the hospital replaced the biocath catheter with a biocath catheter with normal grey color and the patient doesn't have a stiffer, painful catheter anymore. It is unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had received biocath catheters which were much stiffer than usual and the color of the catheter was also different (more beige) since packaging had changed. The customer also reported that patient got a urinary tract infection (uti) and was sent to hospital. The urologist in the hospital replaced the biocath catheter with a biocath catheter with normal grey color and the patient doesn't have a stiffer, painful catheter anymore. It is unknown what medical intervention was provided for the urinary tract infection.